Manufacturer narrative:
The fss requested that the complainant download the instrument logs to enable conduct of the manufacturer root cause investigation on the following occasions: 21 may 2021 during site visit, 24 may 2021 by email and 25 may 2021 by email, 27 may 2021 by email and 02 june 2021 by telephone. However, as the complainant has not provided the instrument logs, it was not possible for a leica biosystems representative(s) to evaluate the operation and function of the instrument. The fss documented that: "the instrument seemed normal." Specific details of the affected processing runs were also not provided by the complainant. The root cause of the "extraneous tissue within cassettes following embedding" reported by the complainant could not be determined from the information available.

Event description:
Leica biosystems received the following information in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "customer complains intermittent issue with extraneous tissue within cassettes following embedding - can be seen in block. Customer believes this is occurring in peloris retort." On 25 may 2021, leica biosystems (B)(4) received the following information from the local leica field support scientist (fss) in relation to the event: "the customer reported contamination of blocks with tissues not from those blocks. The issue was first seen roughly 10 months after the instruments were installed, and is occurring roughly once every two weeks. It is being seen with all different tissue types and is always tiny fragments. For example, the latest issue was a cervical biopsy with faecal matter in the block. It has and is being looked into by the customer who has a log of the incidents and will be forwarding it to me shortly. One of the common factors seen was one of the peloris 3 processors, of which they have two. Leading the customer to possibly believe that this processor is the cause. The customer has implemented many more cleaning practices, including cleaning the forceps after every sample at embedding, changing the wax more often at embedding, cleaning the embedding centre more often, cleaning forceps at cut up after every sample, changing the formalin more often at cut up. The customer is considering trying disposable forceps for a time to see if they still get issues. While on site recently the instrument seemed normal. There was slight dye carry over in the reagents, slight salt build up in the retort, and slight wax contamination, but all seemed normal and nothing out of the ordinary. There was seemingly no tissue fragments in the retorts or wax or in the filters of the retorts. The customer uses cell path cassettes and genta reagents. They use sponges and cell safes. They are going to forward me photos of the blocks and slides to show what the issue looks like. Plus they will provide the dates of the incidents and download the logs from the instrument so we can look into if there were any issues. However, I was not on site long enough to retrieve these as it is a version (B)(4). They do log number of fragments at cut up and embedding but these fragments are so small that sometimes they are barely visible at block slide check." On 25 may 2021, leica biosystems (B)(4) received the following information from the assigned local leica field support scientist: "as stated initially there was one incident where abnormal cells were seen in a block and it was deemed a re biopsy was needed to confirm. This came back negative." An identifier, age or date of birth and gender has been requested from the complainant for the one (1) patient who was re-biopsied. On 03 june 2021, leica biosystems received the following information from the assigned local leica field support scientist: "I am getting nothing from the customer. They said they have been really busy and have had people on holiday and off sick this week but will try." As at 17 june 2021, leica biosystems (B)(4) has not received the requested information from the complainant despite the following requests for this information being made by the assigned local leica field support scientist: 24 may 2021 by email; and 02 june 2021 by telephone.

Manufacturer narrative:
On (B)(6) 2021, the leica biosystems global technical support manager - applications evaluated the information available and documented that the most likely sites of tissue carryover are from the cut-up (grossing) station or during embedding; and faecal contamination is more likely to have occurred at cut-up.